Event description:
Pt rolled over and catheter broke, requiring insertion of new PICC.

Event description:
Conclusion: the complaint was confirmed. The loose catheter segment #1 and #2 revealed damages consistent with irregular tearing, luminal narrowing and compression. These damages appear consistent with catheter shear caused by "pinch-off syndrome".